Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported vaginal irritation due to a tampon falling apart and leaving pieces inside. She was able to manually remove the remaining pieces and has discontinued tampon use.